Manufacturer narrative:
Report confirmed. Evaluation determined that a portion of the foot of the attachment was detached and missing. It was also noted that the bearings were worn, laser markings were faded and the color band was discolored. Previous investigation performed under (B)(4). Determined that the likely causes are debris in the collet and improper insertion of the tool. The user manual contains the following warnings ¿do not use a legend attachment if any part of the attachment appears to be bent, loose, missing or damaged. Do not use excessive pressure, such as bending or prying, on attachments or dissecting tools. This may cause tool to bend or break and cause injury to patient, operator and/or operating room staff." In addition, ¿insert dissecting tool into motor collet with a slight rotational motion. A tactile and audible click is observed indicating that the dissecting tool is fully seated.¿ we will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with no reported malfunction. No patient impact reported. Repair request escalated to product event due to customer indication that this report is a complaint and due to evaluation findings of broken foot.